Manufacturer narrative:
Sanofi company comment dated 23-mar-2022: this case involves an elderly female patient who was little handicapped while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited available information, causal relationship between the event and suspect product was assessed as not reportable because the underlying cause and other details for the event were missing. However, case would be re-assessed when further information regarding patient¿s past medications, concomitant medications, concurrent clinical presentations, and other risk factors becomes available.

Event description:
Little handicapped [handicap] case narrative: initial information was received on 16-mar-2022 regarding a solicited valid serious case from patient's husband, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada study title: patient support program involving synvisc. This case involves an elderly female patient who was little handicapped while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On 27-apr-2015, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate ) injection at dose of 2 ml thrice (lot - n1306, expiration date: 31-jan-2016; strength 16mg/2ml) (route, frequency: unknown). Patient's husband mentioned on a sanofi reminder call that his wife is a little handicapped (disability) (medically significant and was leading to disability). He then hung up the telephone and no other information was provided. Action taken: unknown it was not reported if the patient received a corrective treatment for the event (little handicapped). At time of reporting, the outcome was not recovered for the event little handicapped. Reporter causality: not reported company causality: not reportable a product technical complaint (ptc) was initiated on 18-mar-2022 for synvisc (lot/batch number: n1306; 425560) with global ptc number: (B)(4). The sample status of the ptc was not available. The production and quality control documentation for lot # n1306 expiration date (2016-01) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # n1306 no CAPA is required. The final investigation was completed on 04-apr-2022 with summarized conclusion as no assessment possible follow up information was received on 31-mar-2022, the global ptc number added. No significant information added. Additional information was received on 04-apr-2022, the global ptc details were added. Text amended accordingly.

Event description:
Little handicapped [handicap] case narrative: initial information was received on 16-mar-2022 regarding a solicited valid serious case from patient's husband, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada study title: patient support program involving synvisc. This case involves an elderly female patient who was little handicapped while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2015, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate ) injection at dose of 2 ml thrice (lot - n1306, expiration date: 31-jan-2016; strength 16mg/2ml) (route, frequency: unknown). Patient's husband mentioned on a sanofi reminder call that his wife is a little handicapped (disability) (medically significant and was leading to disability). He then hung up the telephone and no other information was provided. Action taken: unknown it was not reported if the patient received a corrective treatment for the event (little handicapped). At time of reporting, the outcome was not recovered for the event little handicapped. Reporter causality: not reported company causality: not reportable a product technical complaint (ptc) was initiated on 18-mar-2022 for synvisc (lot/batch number: n1306; 425560) with global ptc number: 100209831 the sample status of the ptc was not available. The production and quality control documentation for lot # n1306 expiration date (2016-01) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # n1306 no CAPA is required. The final investigation was completed on 04-apr-2022 with summarized conclusion as no assessment possible a product technical complaint was initiated on 18-mar-2022 for synvisc (batch number: n1306) with global ptc number: 100209831 the production and quality control documentation for lot # n1306 expiration date (2016-01) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # n1306 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022 there are12 complaints on file for lot# n1306 and all related sublots. 10 complaints are on file for lot# n1306: (10) adverse event reports. 1 complaint is on file for lot# n13061: (1) adverse event report. 1 complaint is on file for lot# n13062: (1) adverse event report. Sanofi will continue to determine if a CAPA is required. The final investigation was completed on 22-aug-2022 with summarized conclusion as no assessment possible. Follow up information was received on 31-mar-2022, the global ptc number added. No significant information added. Additional information was received on 04-apr-2022, the global ptc details were added. Text amended accordingly. Additional information was received on 22-aug-2022 from other health care professional. Ptc result and synvisc was added. Text amended accordingly.